Event description:
A catheter dye study was done on (B)(6) 2010. The catheter did not aspirate which confirmed that the catheter was not intact. A catheter revision was done on (B)(6) 2010. The medication in the pt's pump was lioresal 2000 mcg/ml at 340.6mcg/day.

Manufacturer narrative:
(B)(4).